Manufacturer narrative:
The incident device has been received, and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The report stated that during a resection, the ligasure atlas handpiece was removed from the patient's tissue by clamping around it, and ligating the tissue with sutures.